Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was burned at 15,564 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be fractured and partially broken off. The fiber tip was also found burnt and fractured distal to the adhesion zone. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.